Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the likely cause of the reported damage to the distal end glue of the objective lens and light guide lens can be traced to expected or random component failure without any design or manufacturing issue. However, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the duodenovideoscope to the service center for an annual inspection with no reported complaint. However, during the device analysis, the distal end objective lens was found to have pinholes on the glue. In addition, there is an area of missing glue around the distal end light guide lens. There was no patient involvement.